Manufacturer narrative:
The investigation determined that results obtained on the vitros 350 chemistry system for a single patient sample were mis-associated with the incorrect patient name and demographics. The root cause of the event was determined to be user error. The vitros 350 chemistry system was operating as intended. The customer reused an sid without ensuring the sample previously programmed with the same sid was processed to completion or deleted prior to reuse. The technical solution center reviewed information contained in the ¿sample ID reuse¿ section of the vitros 250/350 operator¿s manual. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred. (B)(4).

Event description:
The investigation determined that results obtained on the vitros 350 chemistry system for a single patient sample were mis-associated with the incorrect patient name and demographics. Mis-associated patient results could have been reported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy and the mis-associated results were not reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).